Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The usb cables were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed cables and observed that they had shorted, causing the reported failure.

Event description:
It was reported by the customer that during patient use the service loaner device powered off. They were unable to power it back on. When the crew returned to the station, the device was tested with the batteries from the call and was observed to fail 10 times in a row. The lights would flicker only. After that, the device operated properly. It was indicated that the customer was just monitoring the patient and there was no compromise to their care or adverse event as a result of the reported failure.